Manufacturer narrative:
Based on the results of the completed investigation, the identity of the foreign material and the root cause of why it remained in the image guide insertion tube could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a foreign material was found in the gastrointestinal videoscope's image guide insertion tube. There was no patient involved.